Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional details regarding this event have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm edwards magna pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and pvl. The tmvr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Updated d5 and d7. Updated h6 type of investigation by adding code-4112. H11: corrected data: corrected h6 investigation findings by replacing code-3221 with code-180. Corrected h6 investigation conclusions by replacing code-4315 with code-50.

Event description:
It was reported that a patient with a 25mm 6900p pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 14 years, four (4) months, due to stenosis and pvl. The patient was presented with chf, nyha class ii, symptoms of rest dyspnea and thoracic aortic aneurysm without rupture. The medical records confirmed the stenosis, but not the pvl. The tmvr was performed with a 26mm 9750tfx transcatheter valve without complication. The patent was discharged to home on pod #1 in a stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected h6 component codes by replacing code-527 with code-439. Corrected h6 investigation findings by replacing code-180 with code-3221.

Event description:
It was reported that a patient with a 25mm 6900p pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 14 years, four (4) months, due to stenosis and pvl. The tmvr was performed with a 26mm 9750tfx transcatheter valve.